Event description:
It was reported that left bundle branch block (lbbb) occurred. The patient was selected for a 27mm lotus edge valve implant. After the valve was successfully implanted, new onset of lbbb occurred. A permanent pacemaker was implanted. The patient is doing well.